Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a cardiac arrhythmia planned treatment/non-emergency treatment which was completed by using the wired footswitch. The philips field service engineer (fse) inspected the system on-site and confirmed that the wireless food pedal (wfs) was not working. Fse found cause of the problem was a weak battery in the wireless footswitch. The philips engineer has replaced the wfs and checked the functionality. After that system was working in a good condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue, but it is related to battery of the wfs. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch was not working. No harm has been reported to philips. A philips service engineer inspected the system on site. Troubleshooting actions showed a problem with the wireless footswitch. The footswitch has been replaced and the system was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.